Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login pyxis. A technical support specialist (tss) remotely connected to the enterprise server and performed troubleshooting in accordance with the relevant knowledge articles related to multiple domain users being unable to authenticate. The tss verified that the affected user accounts were members of the appropriate active directory group, confirmed that the accounts were not locked, and reviewed the identity server authentication behavior, which indicated repeated authentication failures related to lightweight directory access protocol validation against active directory. Configuration settings within the dispensing system security options were reviewed and found not to be contributing factors. After additional validation, it was confirmed that the user was able to successfully log in using a local account, indicating no issue on the pyxis system itself. The tss advised coordination with the hospital information technology team to validate domain credentials, account status, and active directory authentication configuration, and with no pyxis-related issues identified, the case was proceeded with closure. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user was not able to login to server and stations. The customer mentioned that there was an error saying unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, user was not able to login to server and stations. The customer mentioned that there was an error saying unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 unique identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.